Manufacturer narrative:
(B)(4). Evaluation summary: the xience prox device is currently not commercially available in the us.; however, it is similar to a device sold in the us. The device was returned for analysis. The reported missing components/stent was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during unpackaging of the 3.5x23mm xience prox stent delivery system (sds), it was noted that a part of the device was missing. It was not specified what part of the device was missing. The sds was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. There was no additional information provided. Additionally, the sds was returned with the stent implant dislodged.